Event description:
It was reported that a small battery drive has low power and a trigger that is sticking.this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The additional evaluation indicates that the reporters complaint that the unit had low power and sticky trigger could not be confirmed. The device was tested and the complaint was not duplicated. However it was noted that during pre repair evaluation that the device had stiff coupling head and loud sound. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4)